Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device 72 hours or longer. The patient noted irritation, inflammation and purulent discharge coming from the site (arm). The patient called the doctor and was diagnosed with a bacterial infection. The doctor prescribed an antibiotic cream to be applied once in the morning and once at night for treatment. The pod was discarded.